Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"We successfully implanted a first relay pro nbs 36x200 with proximal landing zone 2 cm below lsa. A second device was needed in ordered to land just above CT. We open the second module, relay pro nbs 36x150mm. The clinician inserted smoothly the device form the right femoral artery. Step 1 was performed successfully, the device was set in position in order to be opened but, in position 2, the dacron sheath did not retract. They tried firstly rotating the deployment grip. The d shaped marker did not move and also the deployment grip lowered a little and then returned to its initial position as if it was held back by something. They put the delivery back into position 1 and resheath the device." Patient outcome: "no injuries, the device was removed safely. We completed the intervention with a back up device."